Event description:
Infection of the knee joint [arthritis infective], joint pain [arthralgia], joint swelling [joint swelling], oversensitive condition [knee joint discomfort), [musculoskeletal discomfort]. Case description: spontaneous report received on 6/18/2008 from physician regarding a female pt, with cartilage damage. The pt received her last dose of synvisc in 2006 in the knee. The pt's relevant medical history includes cartilage injury, arthroscopic synovectomy and inner meniscal resection. Four days later, the pt experienced infection of the knee joint that was moderate in intensity and required hospitalization. The month before, the pt underwent an "ambulant operation of the knee with innermeniscal resection, arthroscopic synovectomy and cartilage smoothing. Seventeen days later, the pt was treated with the first synvisc injection and with "xylolipotalon" intra articular. The following month, the pt received the second synvisc injection and "xylolipotalon". Four days later, the pt experienced increasing pain, knee joint swelling and an oversensitive condition but no signs of infection. The physician reported that he treated the pt with tiam 40mg. The pt was admitted to hosp with an infection on an unk date and had a knee revision and lavage. The physician indicated that the corticosteroid injection could have had contributed to the adverse event. Synvisc was temporary discontinued. As of the date of receipt of this report, the pt outcome was recovered with sequelae on an unspecified date. Concomitant medications reported include, xylolipotalon. The physician assessed the relationship between infection of the knee joint and synvisc as possible.